Manufacturer narrative:
Visual assessment of the device confirmed the anchor breakage. The anchor has broken at the suture eyelet. The anchor is also pulled away slightly from the inserter. Removal of the anchor showed one inserter tine is missing and the other is bent. Broken tine cannot be located within the anchor. The condition of the inserter and anchor are consistent with off axis insertion. After the evaluation the most likely root cause for the reported issue was determined to be user error. A review of the device history records and complaint files confirmed that no additional complaints have been reported and no abnormalities were noted during the manufacturing process for this lot. There are no indications that would suggest that the device did not meet product specifications upon release into distribution.

Event description:
It was reported that the anchor tip broke off while screwing. The procedure was a double row fixation of the supraspinatus tendon, medial. The healthcare professional removed everything that they saw and inspected the joint well. A backup device was available to complete the procedure successfully. There were no reported patient injuries. No other complications were noted.